Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded and or loose drive support disk. The no excessive no delivery test was not performed due to compromised force sensor system alarm. The device had missing lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the customer had a loose drive support cap on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer stated that the button on the bottom of the pump popped out last night. Customer woke up in the middle of the night and noticed the bottom was sticking out. Customer disconnected from the quick release and when the drive support cap was pressed, insulin came out. Customer stated the damage was next to the dome sticker. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer mentioned that he is using a rubber band to hold the drive support cap in. Customer was advised to monitor the pump and his blood glucose level until the replacement pump arrives. Customer also reported receiving no delivery alarms during a bolus. No additional information provided.